Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as during interrogation during the scheduled changeout, it presented a bd error code with the device presenting less than 2% of battery remaining. The device was explanted and a new device was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Amendment: corrected fields: h6 device codes.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as during interrogation during the scheduled changeout, it presented a bd error code with the device presenting less than 2% of battery remaining. The device was explanted and a new device was implanted. No adverse patient effects were reported.